Manufacturer narrative:
(B)(4). The product analysis indicates that the device was received in good cosmetic condition and the reported complaint could not be confirmed. There was no fault found with the device. The software was upgraded and the device was successfully tested to specifications. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that there was no stimulation or weak stimulation and the device no longer works. Requests for additional information have been made, with no additional information received. There was no injury reported as a result of this event.